Event description:
Philips received a complaint from the customer indicating that there was an issue mounting the v60 device to the cart. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer called technical support to report the issue and stated that parts are needed to properly mount the v60 ventilator to the cart. The remote service engineer (rse) provided the customer with the part numbers of the replacement feet, central processing unit (cpu) tray cover, and thumbwheel.

Manufacturer narrative:
The customer stated in a good faith effort response that the screws were bent, and the central processing unit (cpu) tray cover had a stripped screw slot. The customer ultimately ordered and replaced the feet, cpu tray cover, and thumbwheel. The device was successfully mounted to the cart and placed back in service. Product UDI is corrected.